Event description:
The customer's mother reported that insulin leaked from the bottom of the reservoir. The customer also experienced high blood glucose levels and was hospitalized. The reported blood glucose reading was 258 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-01961 for hospitalization.